Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 due to corroded electronic assemblies and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had an alarm which was generated when a power system error was detected and this error did not prevent the insulin pump from running error. Customer blood glucose value was 113 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. This was the second occurrence of the alarm. The customer was able to complete the reservoir and tubing process. The insulin pump will be returned for analysis.